Event description:
Received information that insulin delivery stopped. Reportedly, the customer was wearing the pump while swimming.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.